Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 52.7 mm abdominal aortic aneurysm. It was reported that during the index procedure, after implantation of the endurant bifurcate, a type ia endoleak was observed on final angiogram. The area was ballooned and as the endoleak was decreased, it was decided to monitor and the procedure was completed. As per the physician, the cause of the event was anatomy related due to severe tortuosity and a barrel shaped aortic neck. No additional clinical sequelae were reported and the patient will be monitored.